Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to reprocessing could not be conducted properly due to leakage from scope connector (s-connector) and electrical (el) connector. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of scope connector and electrical connector, water tightness was lost; because suction cylinder was shaved, suction volume did not meet the standard value, due to damage on charged coupled device unit, the specified resolving power was not obtained, and the image has black dots; due to clogging of nozzle, water removal ability did not meet the standard value; due to a chip, light guide lens had a snag on it, plastic distal end cover was shaved, adhesive on bending section cover was detached, bending section cover had discoloration, due to wear of angle wire, bending angle in up/ down/ right/ left direction does not meet the standard value; due to wear of angle wire, the play of up down right left knob was out of the standard value; switch 1,2,3 had foreign objects, plastic distal end cover had a dent, and the following were scratched: objective lens, plastic distal end cover, connecting tube, image guide protector, grip, control unit, universal cord, and the scope connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope exhibited adhesive around the objective lens has foreign objects, adhesive around light guide lens has foreign objects, adhesive on the bending section cover has foreign objects, and the plastic distal end cover has foreign objects. There was no report of patient involvement.